Manufacturer narrative:
A2: age at time of event: ¿9 decades¿. B3: the cloudy fluid occurred on an unspecified date in sept 2025. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of the event was not reported. It was reported the patient was hospitalized for the event. It was reported the patient did not receive treatment for the event. The patient was recovering from the event. Pd and hemodialysis therapy were discontinued. No additional information is available.